Event description:
Litigation papers allege persistent aches and pains in her right hip, trouble sitting and getting up they had to buy a lift chair, swelling in her right leg, needs a walker to walk, lower back pain, femur fracture, sensation that hip is not "in place", and difficulty with activities of daily living.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.